Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), small left atrium and left ventricle (la/lv), prominent papillary muscles, abnormal angle of approach from the superior vena cava (svc ) to the right atrium (ra), and an aorta hugger for a mitraclip procedure. A mitraclip xtw was attempted to be implanted in center of a2/p2 (anterior and posterior mitral leaflet segments 2). The xtw became entangled in chordae and was unable to move back into the left atrium. The clip was attempted to be positioned where the mr could be reduced, but could not move to the target. The xtw ended up being successfully deployed in the center of a3/p3. A second clip, xt, was then implanted in the center of a2/p2. The mr was reduced from grade 4 to 1-2. There were no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, the reported entrapment of device associated with clip becoming entangled in chordae appears to be related to patient conditions (small left atrium and left ventricle). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.